Event description:
Physician attempting to remove #5 fr sheath from artery. Sheath broke and approx 4 cm remained. Pt taken to surgery to remove retained portion of sheath which was found to be in the iliac artery.